Event description:
It was observed during the device inspection that the colonovideoscope exhibited an e216 scope communication error and had no image. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the image issue was likely due to an electrical component problem; however, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.